Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complication experienced by the patient. There is no allegation from the surgeon that a malfunction of a da vinci system, instrument, or accessory occurred during the da vinci surgical procedure. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. This complaint is being reported due to the following conclusion: the patient was found to have sustained a small bowel perforation after undergoing a da vinci surgical procedure that required repair. However, the cause of the small bowel injury is unknown. There is no allegation from the surgeon that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure.

Event description:
It was reported that after completion of a single-site da vinci cholecystectomy procedure, the patient returned to the hospital on post-operative day 2 with complaints of pain and underwent repair of the small bowel. On (B)(6) 2015, intuitive surgical, inc. (Isi), contacted the initial reporter of this complaint and obtained additional information regarding the reported event. The initial reporter was present during the surgical procedure that was completed with no intra-operative complications. According to the initial reporter, there were no reports of any malfunction of a da vinci system, instrument, or accessory. The patient was discharged home the same day that the da vinci surgical procedure was completed. On post-operative day 2, the patient returned to the hospital with complaints of abdominal pain. A small bowel perforation was found and the patient underwent a small bowel resection procedure. After the small bowel defect was repaired, the patient was discharged from the hospital and no further post-operative complications have been reported as of the date of this report. The initial reporter spoke to the surgeon regarding the reported event. According to the initial reporter, the surgeon did not know the cause of the small bowel perforation.